Event description:
It was reported the superior vena cava (svc) impedance decreased. Patient recently had an central line placed for cancer and also had a recent resection. Trend is stable and does not show the impedance change. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.